Manufacturer narrative:
D10 concomitant products: e1455-6, e1455-6 16.51cm coated blade electrode (lot#:233030249r), e1455, e1455 the edge ent/ima electrode x50 (lot#:251460284r), e1455, e1455 the edge ent/ima electrode x50 (lot#:251460284r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparotomy, when the pencil was removed from the patient, plastic sheath on the insulated first electrode was missing. The procedure was delayed because theater staff were trying to locate plastic sheath. The second electrode's insulation on diathermy tip came off and could not be retrieved from the abdomen. Xray was not performed because the clear plastic piece on the insulated electrodes was not radio opaque and cannot de detected. Patient was closed without being able to locate the piece of plastic. Additional two electrodes from photo observation showing it was not used yet with claim from reporter that it was easily manipulated.